Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; behind the display screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: during investigation, moisture was found behind the display lens. The pump was unresponsive with both the returned battery cap and a test battery cap. No auditory alarms or vibrations occurred, and no lit display upon battery insertion. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. Evidence of moisture was found on the underside of the battery cap. No battery compartment cracks or evidence of moisture contamination was found in the battery compartment. The pump case was removed to find moisture contamination throughout the inside of the pump. The pump was unresponsive due to internal moisture contamination.